Event description:
Hello team, good evening! Sent: thursday, may 9, 2024 12:26 pm to: (B)(6). Subject: fw: new syringe leaking as I try to draw in insulin subject: new syringe leaking as I try to draw in insulin hi bd customer service, a new syringe leaking as I try to draw in insulin. Hi bd customer service, a new syringe leaking as I try to draw in insulin.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (type of investigation, investigation findings, and investigation conclusions) investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as damaged barrel and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.